Event description:
On chest x-ray, a fragment of catheter, was dislodged and migrated with the tip resting in the heart and the distal end in the left subclanian vein. Displaced catheter was removed successfully.